Manufacturer narrative:
All available information was investigated. The returned device analysis could not replicate the reported difficult single gripper actuation due to the condition of the returned device (clip not returned). The returned device analysis was unable to confirm the reported inability to curve and gripper lever jam. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported difficult single gripper actuation, inability to curve, and gripper lever jam could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The first steerable guide catheter (sgc) head was bent and the +/- was not able to adjust the sgc. The sgc was replaced. A xtw mitraclip was chosen for implantation. There was an issue with a knob and the gripper so it was replaced with a ntw which was implanted successfully, reducing mr to grade 1+.